Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D4: additional device information. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one empty vial for (1) tsv4b8, (1245172) for evaluation. Visual evaluation / functional test was performed. No implant was returned, only vial. Broken/missing seal cap. DHR review was completed for the subject lot number 1245172. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1245172 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was incorrect process followed. Therefore, based on the available information, a device malfunction could not be verified. No implant was returned, only vial. Broken/missing seal cap. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that on (B)(6) 2023 during a surgery, the implant box was opened, the blister was sealed, the sticker was on the box, the blister was empty. There was no implant in the packaging. Procedure was completed with other implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: premarket identification k011028/k013227.